Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported complaint is traced to component failure, indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope exhibited an unknown error displayed. The issue occurred during reprocessing of the device. There were no reports of patient involvement.